Manufacturer narrative:
This scope along with 2 others were returned for evaluation. The scopes were found to be in good condition. Vertebrae was undamaged; there were no nicks or breaks on the outer insulation; deflection functioned and view through scope was good. Leak test was conducted on all 3 scopes and they all passed. Based on our follow up with facility, and the fact that they have allegedly had reports of the infections before and after these scopes were put into use, we believe it is possible that the infections are related to their reprocessing and also possibly their water quality. The contact from facility who initially reported the issue stated they did not believe scopes were the source of infections, but wanted them evaluated as a precaution.